Event description:
The customer reports that changing the ac power cord triggers the ¿ac power disconnection¿ alarm again, and is requesting inspection and repair. The issue of the ¿ac power disconnected¿ alarm was not duplicated during operational checks. However, an error code was observed which indicates ac disconnection, was recorded in the event log. No abnormalities were found during diagnostic testing, and replacement of the ac power cord did not resolve the issue. Based on the evaluation, a fault was suspected in the power supply or ac harness assembly. Both components were replaced, and the issue was resolved.